Manufacturer narrative:
The technician performed the investigation and the account stated that a pt fell out of bed exit did not alarm. The account stated there was no injury reported and no info was released by the account concerning this incident. The technician inspected the bed and fond all three modes of the bed exit were functioning as designed. The bed is in service and no repair is needed.

Event description:
(B)(4).